Event description:
It was reported that when the device was used in an unknown procedure, the device cut but did not staple. Another device was used to complete the case. There was no consequence to the patient.